Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the mega needle driver instrument broke. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damage. The cable segment was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. There was also an indentation found at the edge of the distal pulley. Evidence not conclusive but pulley damage was likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.